Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v271754, implanted: 2009 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v271754, implanted: 2009 (B)(6); product type lead product ID 7438, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# v271754, implanted: 2009 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that on (B)(6) 2013 at about 1:30 pm there was a weather phenomenon that consisted of 15 or 20 minutes of thunder and lightning followed by a ten minute downpour and during that first 15 or 20 minutes the patient felt an unusual sensation in his head, almost but not quite tingling. It was noted that during that 15 or 20 minute span there was one brief interruption of the electrical power at the patient¿s house but only for a second or so. It was noted that the atmosphere seemed to be heavily charged. It had reminded the patient of the sensation that their healthcare professional cautioned he would feel when first turning on the deep brain stimulator. It was further noted that when the heavy rain began the sensation went away. There was no lingering effects or loss of therapy. No alleged product issue. No action was required. Patient was alive with no injury.